Event description:
During an MRI procedure, an anesthetized female pt was being monitored with an ECG monitor. After approx 60 minutes of scanning, the pt was removed and taken to the recovery area. Upon removal of the ECG electrodes, the skin beneath the ra, la, and rl electrodes appeared blistered. The pt was very large (5'4" tall, 285 lbs) and was very likely touching the MRI bore walls. Also, dry-gel ECG electrodes were used during-monitoring. Pt's skin was treated with skin ointment for the blisters.